Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had sensor reading discrepancies and the insulin pump went into threshold suspend. The sensor was initially reading 4.2; 45 minutes later sensor glucose was 2.8 and the insulin pump suspended, while blood glucose value was 5.4 mmol/l. The customer calibrated and 15 minutes after, the sensor was reading 3.1. Blood glucose at the time of the call was 10.6 mmol/l and sensor glucose was 9.5. The sensor will not be returned for analysis.